Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that at a regular follow up appointment, high out of range (>3000 ohms) pacing impedance was noted from the right ventricular (rv) lead. The physician performed provocative maneuvers and oversensed noise was seen. The physician booked the patient for a subcutaneous implantable defibrillator (s-ICD) screening, but it was unfortunately determined the s-ICD system would be unsuitable for this patient's anatomy. The physician elected to explant this device and the rv lead and a new trans-venous system was implanted to resolve the event. The previous system was discarded and will not be returned for evaluation. The patient was stable with no adverse consequences.